Manufacturer narrative:
Inspected three random sealed reservoirs performed pre-fill all reservoirs per specifications. Reservoirs passed per inspection. No air bubbles anomaly was found during analysis. Checked o-rings for defects and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their transfer guard was not sealing around their reservoir and causes air bubbles to enter. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.